Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and a nalyzed.analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). 214 v- sensing integrity counter (sic) recorded from (B)(6) 2016. Analysis indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Right ventricular pace impedance steady at approximately 352 ohms through (B)(6) 2016, rises out of range by (B)(6) 2016.

Event description:
It was reported that the patient's right ventricular (rv) lead had a fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.